Manufacturer narrative:
An event regarding malposition involving a triathlon baseplate was reported. The event was confirmed through x rays. Device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation:the baseplate has malposition with an excessive posterior tibial slope of 13° while also the femur has malposition in an excessive valgus of 12°. On the tibial side, baseplate malposition is more readily evident with an excessive posterior slope of 13°. Under normal implantation conditions, this should never be more than 5°, usually between 0° - 5°. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: clinician review of this case indicated triathlon tibial baseplate malposition in excessive 13° posterior slope combined with femoral component malposition in excessive valgus of 12° have contributed to instability of the knee including patellar dislocation requiring revision to triathlon ts components. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient (B)(6) had initial surgery with dr. (B)(6) on (B)(6) 2009. Patient was seen by dr. (B)(6) some time in 2017. A total [left] knee revision was scheduled for (B)(6) 2017. All implants were explanted and a triathlon ts total knee revision was completed.

Manufacturer narrative:
Review of the device history records indicated that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient (B)(6) had initial surgery with dr. (B)(6) on (B)(6) 2009. Patient was seen by dr. (B)(6) some time in 2017. A total [left] knee revision was scheduled for (B)(6) 2017. All implants were explanted and a triathlon ts total knee revision was completed.